Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker developed an infection. Subsequently, this device and the related right atrial and right ventricular leads were explanted and replaced. No additional adverse patient effects were reported. This device is not expected for return due to infection.